Event description:
Malfunction of digital capnography monitor used for end tidal (et) tube confirmation. Failed to recognize end tidal co2.health professional's impression:unsure if problem was the end tidal co2 line filter, monitor or user error. Subsequent to event, the company found no problem so new procedure instituted. If there is no et co2 reading, the filter will be disconnected, manual colormetrics used to confirm and then new filter used. No further problems with monitor.manufacturer response for monitor/defibrillator, mrx:manufacturer checked monitor and found no issues.